Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding assistance to get the door to the homechoice (hc) open. The care giver (cg) stated that they have a nurse that sets up the hc in the morning for them. Tonight the cg tried to re prime the hc with the home patient (hp) connected. The clamp was closed. The cg then got the hc in initial drain. The technical service representative (tsr) had the cg press stop, than ended the therapy so the cg could re set up with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps. This is confirmed because it was reported that patient connected during prime, which is a use error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.